Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt felt a fading and surging sensation followed by a loss of stimulation after lifting groceries. A reprogramming was performed and the pt seemed to be doing well. The healthcare provider (hcp) was ordered a cxr to see if the lead was in an appropriate position. The battery could be getting low but the device's battery level would be checked after the cxr was performed. Additional info has been requested, but was not available as of the date of this report.